Event description:
It was reported by the affiliate that during an lar procedure, the doctor used the cdh25 to do lar, he can't remove cdh25 after firing and caused case failure. He redid this case, used cdh29 to connect colon and still can't remove cdh29. It was not reported how the procedure was completed. There were no adverse consequences reported for the pt. Received the following information in 2009. The surgeon used cdh25 to do lar. He can't remove cdh25 after firing. The device firing is complete, but press release button, cdh25 could not be removed smoothly. Then the surgeon pull the cdh25, and change to cdh29 to do the remedy. Use cdh29 to connect colon and still can't remove cdh29 after firing. The cdh29 situation is the same as cdh25. Finally, the surgeon sutured the colon to complete the case.

Manufacturer narrative:
Date sent: 10/05/2009. Info anticipated, but unavailable at this time.